Event description:
The customer reported a vent inop condition, post timer/ 24v failure. No patient involvement reported.

Manufacturer narrative:
Philips field service was declined by the customer. As such, the manufacturer could not duplicate the reported problem. The device was not returned for investigation. The customer repaired the unit by replacing the battery. The device is back in service.

Event description:
The customer reported a vent inop condition, post timer/ 24v failure. No patient involvement reported.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete. (B)(4).